Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged into the right ventricle (rv) and exhibited intermittent loss of capture between the atrium. The ra lead was reprogrammed due to the patient's terminal condition. The lead remains implanted in the patient and no adverse patient effects were reported.